Event description:
This is filed to report single leaflet device attachment requiring intervention. It was reported that this was an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that visualization during the procedure was difficult due to patient anatomy. An xtw clip (20511r150) was inserted and deployed on the anterior-septal leaflets. However, after a few minutes, it was observed the clip detached from the anterior leaflet and remained attached the septal leaflets (single leaflet device attachment/slda). According to the physician the slda was due to patient anatomy. To stabilize the clip, a second xtw clip (20510r290) was inserted and deployed on the posterior side of the slda, reducing the tr to a grade of 1-2. To further reduce tr, a third xtw (20428r289) was inserted and attempted to be deployed on the septal-posterior leaflets. However, while under the valve, the clip became caught on the second implanted clip. While freeing the two clips, the second clip was pulled off the septal leaflets and remained attached on the anterior leaflet (slda). The third clip was then attempted to be deployed on the anterior side of the two clips for stabilization. While attempting to grasp the leaflets, the clip became caught on the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Therefore, the clip was deployed in the chordae. It was then determined to abort the procedure. Patent's tr remains at a grade of 5. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution and slda appear to be related to related to patient morphology/pathology, therefore attributed to the off-label use. The reported off-label use was due to the device being used on a tricuspid valve. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.